Event description:
It was reported that the patient received an unk durom hip implant on the left side on (B)(6) 2010 and is being monitored due to pain and loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).